Manufacturer narrative:
This report is submitted on april 2, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced dizziness and subsequently was administered steroids (type not reported) in (B)(6) 2019.